Event description:
The pt is a (B)(6) female admitted to the medical center on (B)(6), 2010 for gastric bypass surgery. The operating room clinical coordinator reported by phone that at 0820 hrs on (B)(6), 2010, the pt was in surgery and during insertion of the 5mm trocar, a small, black circle shaped piece the size of an eraser head came off the trocar and fell on the surgical field. The piece was recovered and there was no injury to the pt. The attending physician stated that the piece came out of the trocar when the scope was inserted. The piece was recovered and there was nothing left in the pt. The trocar was switched out but there was no harm to the pt.